Event description:
During a retrospective review, it was discovered in the event history that failure code 814:04 occurred during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). The assignable cause is faulty phm (pumphead module). The channel c phm has been replaced.

Manufacturer narrative:
(B)(4). Failure code 814:04 occurred upon power-up of the device. This report has been retracted.